Event description:
It was reported that there was a device related thrombus. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 35mm watchman flx laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. One day post procedure the patient presented to the hospital with a bloody nose. The physician stopped the patient's anticoagulation medication for a short period of time until the bleeding was resolved. The patient came in for their 45-day follow-up transesophageal echocardiogram (tee) imaging procedure. The imaging showed that there was a device related thrombus present on the face of the closure device. The physician placed the patient on 2.5mg of eliquis with the plan to have another tee procedure at a future date. The patient did not experience any complications as a result of this event.